Event description:
It was reported that stent damage occurred. A 2.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent strut was lifted. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Event description:
It was reported that stent damage occurred. A 2.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent strut was lifted. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was stable.